Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of fell, hit her head, unconscious, had a seizure, hypertension and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. It was reported by the peritoneal dialysis nurse that she believed the patient had acquired peritonitis during a previous hospitalization on (B)(6) 2012 for an event of falling, hitting head, found unconscious, and had a seizure due to having hypertension. The patient was discharged home from the hospital on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the peritonitis was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was unknown. The patient recovered from the seizure and hypertension on (B)(6) 2012. The patient was recovering from hitting her head and peritonitis. Seizure, hypertension and peritonitis were unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: 12f15h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this event.